Event description:
It was reported to boston scientific that when the stonetome stone removal device package was opened and the catheter removed, it was noted that there were some bumps on the cutting wire. Case was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
.